Event description:
It was reported that the device had prolonged capacitor charge times. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory and was due to an anomalous battery. The device was tested on the bench and extended charge times were observed. Using an external power supply, the charge times were normal. The cause of the extended charge time was an anomalous battery.